Manufacturer narrative:
The device trigger would stick, resulting in run-on, due to corrosion in the trigger assembly. The device was repaired and returned.

Event description:
It was reported that during testing conducted at the user facility, the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the user facility, the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.